Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Conclusion: per dfu for this lens model, vicmos are contraindicated for patients under age of 21 years old. Device evaluation-lens was returned dry in lens case/vial. Visual inspection found optic torn/split, and haptic torn/broken/bent/deformed. (B)(4).